Event description:
It was reported that during the initial implant procedure, unintended extension of a lead helix while traversing within the body of the patient was noted on the right ventricle (rv) lead. It is unknown if helix rotation was tested prior to introduction into the body of the patient, however, helix rotation was tested post introduction and the helix retracted in the expected manor. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.